Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the top threaded region of the shaft is bent. The outer guard component was not returned for evaluation. Provided information states the threaded retaining stem inserter was used in the distraction of the stem. This instrument is to be used for insertion of the stem, not for distraction. In addition, the threaded rod is not intended to be used without the outer guard component which protects the threaded rod inserter. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the stem inserter is bent.